Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient currently has no hearing perception with the device. Parents did not report a specific incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Furthermore, in situ measurements during implantation showed possible short circuits and a high ground path impedance, which were most likely due to a temporary air bubble. This condition was solved during the same implantation surgery and in situ measurements returned within normal limits, as per received testing results. This is a final report.

Event description:
The patient had no hearing perception with the device. The patient did benefit from the device previously, up until an undefined point in time. Parents did not report a specific incident of accident or trauma. The patient was re-implanted.